Event description:
The customer reported that they were unable to view saved images. The saved images appeared as thumbnails, but were not able to be retrieved. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sundance sbc kit is required to correct the issue. The customer will contact the service department when the repair quote is approved.